Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient took longer to charge the ipg. The patient underwent a revision wherein the ipg was replaced and relocated. The patient was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.